Event description:
It was reported that core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman flx pro closure device and delivery system (wds) was prepped and inserted. The wds was deployed in the laa. After deployment, it was noted the core wire had detached without any manipulation of the orange deployment knob. Fortunately, all the release criteria was met. A tug test could not be completed due to the detachment, yet the closure device remains implanted. The procedure was concluded. There were no patient complications.